Event description:
Note: this report pertains to one of three devices used during the same procedure. This report addresses the second active cord. Manufacturer reports # 3005099803-2010-03625 and 3005099803-2010-03626 address the other devices. It was reported to boston scientific corporation on (B)(6), 2010 that a captivator ii polypectomy snare and an active cord were used during a colonoscopy procedure with polypectomy performed on (B)(6), 2010. It was reported to boston scientific corporation on (B)(6), 2010 that a second active cord was used during the same colonoscopy procedure performed on (B)(6), 2010. This report pertains to this second active cord. According to the complainant, during the procedure, a polyp was ensnared with a captivator ii polypectomy snare within the patient's colon. At this time, the cautery function would not activate. The valley lab generator, grounding pads were swapped for others of the same. The active cord reflected in this report was connected to the system at this time. Cautery was attempted again but was unsuccessful. The procedure was aborted. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this report pertains to one of three devices used during the same procedure. This report addresses the second active cord. Manufacturer reports # 3005099803-2010-03625 and 3005099803-2010-03626 address the other devices. It was reported to boston scientific corporation on (B)(6), 2010 that a captivator ii polypectomy snare and an active cord were used during a colonoscopy procedure with polypectomy performed on (B)(6), 2010. It was reported to boston scientific corporation on (B)(6), 2010 that a second active cord was used during the same colonoscopy procedure performed on (B)(6), 2010. This report pertains to this second active cord. According to the complainant, during the procedure, a polyp was ensnared with a captivator ii polypectomy snare within the patient's colon. At this time, the cautery function would not activate. The valley lab generator, grounding pads were swapped for others of the same. The active cord reflected in this report was connected to the system at this time. Cautery was attempted again but was unsuccessful. The procedure was aborted. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that residue was present on the device to indicate use and no defects/issues were found with the device. The active cord device including the cable and connectors/adaptors on both ends was found to be intact. The ID of the banana plug/ jack was within the ID specification. Also, the continuity between the active cord plug and banana plug was found to be able to conduct current indicating proper connectivity of the cord. The customer complaint could not be confirmed since the device functioned as intended without any issues. Operational/procedural factors including but not limited to patient anatomy, connection/interface between device - generator - activation cord or generator settings used in the procedure could potentially affect the device functionality during customer usage and could not be confirmed at this time.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).